Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button not working all the time. The customer experienced high blood glucose level was 28.7 mmol/l. Customer stated that they received unexpected restart alarm and blank display. Customer stated that they also received no delivery alarm and insulin pump had multiple issue. Customer reported that they were able to clear the alarm, able to complete rewind. Customer stated that unexpected alarm recurred during normal used. Customer stated that display returned. The device will be returned for analysis

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, no unexpected off no power, low battery, battery out limit, a17 and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. However, device alarmed a21 after battery change and resets time or date to factory default due to c13 voltage leak at interface board.